Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3617 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3617 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("medical device removal/there is a metallic essure device in the endometrial cavity") in a 44 year-old female patient who had essure inserted (lot no. 787226) for female sterilisation. The patient had a medical history of paratubal cyst, parity 2, gravida ii, abnormal uterine bleeding, loop electrosurgical excision procedure, seizure and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3617 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: right: 4 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: scout film of the pelvic area shows an essure micro insert on either side of the mid portion of the pelvis. The proximal end of the micro insert is noted within the utero-tubal junction bilaterally. There is no evidence of contrast in the uterine tube nor spillage outside into the peritoneal cavity. The endometrial canal is average in prominence. Impression: both micro inserts in place. Occlusion noted in both uterine tubes. [Pathology test] on (B)(6) 2020: total laparoscopic hysterectomy and bilateral salpingectomy: cervix with scar, chronic inflammation, and hemosiderin-laden macrophages, compatible with prior biopsy/procedural site, negative for residual high grade squamous dysplasia. Proliferative endometrium. Essure device present. Myometrium with no significant pathologic diagnosis. Bilateral fallopian tubes with paratubal cysts. There is a metallic essure device in the endometrial cavity. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added and rcc updated, event-"medical device removal updated to partial expulsion of essure micro-insert". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ("medical device removal/there is a metallic essure device in the endometrial cavity") in a 44 year-old female patient who had essure inserted (lot no. 787226) for female sterilisation. The patient had a medical history of paratubal cyst, parity 2, gravida ii, abnormal uterine bleeding, loop electrosurgical excision procedure, seizure and cervical dysplasia. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3617 days after essure insertion, she experienced device expulsion (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device expulsion to be related to essure administration. The reporter commented: right: 4 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: scout film of the pelvic area shows an essure micro insert on either side of the mid portion of the pelvis. The proximal end of the micro insert is noted within the utero-tubal junction bilaterally. There is no evidence of contrast in the uterine tube nor spillage outside into the peritoneal cavity. The endometrial canal is average in prominence. Impression: both micro inserts in place. Occlusion noted in both uterine tubes. [Pathology test] on (B)(6) 2020: total laparoscopic hysterectomy and bilateral salpingectomy: cervix with scar, chronic inflammation, and hemosiderin-laden macrophages, compatible with prior biopsy/procedural site, negative for residual high grade squamous dysplasia. Proliferative endometrium. Essure device present. Myometrium with no significant pathologic diagnosis. Bilateral fallopian tubes with paratubal cysts. There is a metallic essure device in the endometrial cavity. Lot number: 787226. Manufacture date: 2010-09. Expiration date: 2013-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.